Event description:
Patient was not decompensating, and device was not in deep position (confirmed with echo). Device was providing adequate flow with stable purge pressure and motor current (I trend for 1 week worth of number just to make sure). Ao signal was adjusted and it resolved it for a day but it went back to same situation next day. According to csc, sensor dressed since pump was in the body from (B)(6) 2025. Currently placement signal on this patient is dashed out. (Note from 1/28/2026).

Manufacturer narrative:
B5 updated with additional information.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary arrhythmia: the cause of the injury was unable to be determined due to insufficient clinical details. Placement signal issue: the cause of the placement signal issue was not determined without returned product investigation and sufficient clinical details, including data log.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinician narrative: an impella 5.5 was inserted via the right axillary subclavian artery in a 42-year-old male who presented with acute decompensated chronic cardiomyopathy. The patient was classified as scai stage e and required inotropic support, vasopressors, and mechanical ventilation for respiratory support. During support, a placement signal issue was reported, accompanied by positional alarms. Additional information obtained indicated that during the night shift, the patient experienced several positional alarms, which resolved with changes in patient positioning. In the morning, the patient developed atrial fibrillation and was electrically cardioverted once. The reported patient experience included arrhythmia and resuscitation, temporally associated with the placement signal issue. At the time of follow-up, the care team was evaluating vasoactive infusions for possible adjustment and planned a small fluid challenge to assess hemodynamic response. No further device-related interventions were reported. Based on the available information, the reported events were consistent with patient condition and device positioning factors during mechanical circulatory support. The patient survived.